Event description:
The patient was being treated with an intravascular brachytherapy (ivb) source. Upon completion of the treatment, the source would not retract out of the patient and into the source housing. Emergency procedures were done to attempt to take the device out. The final procedure was to pull the entire ivb and catheter system out of the patient which was done. The system was placed in the emergency box and the ivb was put in a hot lab for storage. The source will be sent back to the vendor for analysis. No obvious injury to patient.